Event description:
It was reported that a cgm error occurred, identified as error 42, while the pump was in use. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset, but the error persisted, prompting technical support to arrange for a pump replacement. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Instructions were provided for returning the problematic pump, and the customer acknowledged and understood these instructions.